Event description:
Customer reported getting a discrepant sars-cov-2 sample on the panther plus instrument. Sn (B)(4). Customer used assay lot 293006. The initial result was positive and retested negative.

Manufacturer narrative:
Hologic reviewed the logs concluded that there were no hw errors during first run and rerun of the sample in question. Molecular application specialist (mas) informed the customer that the difference in rlu results can be explained with samples,. It's a combination with the limit of detection and statistic of distribution. Customer was advised to follow the package instert. Customer was advised that all samples with positive results, no matter the results, are positive and do not need to be retested. There is no equivocal result for sars-cov-2. .